Manufacturer narrative:
(B)(4): physio-control recommended replacement of the defibrillator. The device was not returned to physio-control for analysis. Therefore, further cause of the reported issue could not be determined.

Event description:
It was reported that the device would not power on. The lid latch assembly that connects and activates the on/off switch flex assembly was dislodged and fell out as the charge-pak was removed. There was no patient use associated with the event.